Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 31may2024 to 03jun2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including hypertension, other neurological event (not stroke-related), and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that in the morning of (B)(6) 2024 the patient presented to the emergency department (ed). The patient had been found down at approximately 4:40 am on (B)(6) 2024 so emergency medical services (ems) were called. During the ride to the hospital the patient experienced seizures and upon arrival to the ed the patient was intubated for low glasgow coma scale (gcs) but was extubated shortly after. A computed tomography (CT) was performed and found no abnormalities and no infection sources. The patient did have some confusion after the event. Hemolysis markers were also normal. It was noted that the patient had flows as low as 3.4 lpm at 12:53 am and low voltage advisory alarms were active at 3:48 am, which did not resolve until the patient was found at 4:40 am and was connected to an adequate power source. Additionally, the driveline outer layer had two sections that were a bit stretched and folded over. It was planned that rescue tape would be applied. An etiology for the event was unclear but sepsis and hypovolemia with electrolyte abnormalities were suspected. The patient's conditions improved and their blood pressure and hypertension were managed. The etiology of the syncope was not identified but it was suspected that the seizure episode was secondary to electrolyte abnormalities from large volume ostomy output and hypovolemia. The patient was discharged on (B)(6) 2024.